Event description:
It was reported that the device's downstream occlusion millivoltage stays maxed out at 2500. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem. The dso was stuck at 2500 mv and when attached cassette it's alarmed cassette not attached properly. It was determined that the inoperable dso sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.